Event description:
Pt reported experiencing high blood glucose (>500 mg/dl), for 5 days. They stated that they had attempted to self-treat by changing all of the device's accessories, and delivering boluses; however, they were unable to substantially lower their blood glucose. No error messages were generated by the device. Pt switched to their back-up device, and their blood glucose began to decrease.